Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, extended opening. A leak test was perform and were found three openings. A microscopic analysis identified: two curved striated openings on anterior side assessed as surgical damage and an extended sharp opening on anterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. A sharp crease opening assessed as fold flaw opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.